Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the low incident. The customer had a low of 40 mg/dl on (B)(6) 2019. The customer was at 122 mg/dl at the time of the call. The customer used glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the reservoir is over and under delivering. Troubleshooting was not completed. The customer also reported highs of up to 325 mg/dl and diabetic ketoacidosis that also led to the hospitalization. The product will not be returned for analysis.